Event description:
It was reported that the patient developed an infection after generator replacement. The patient was started on antibiotics and surgical intervention was reported to be possible. It was reported that the patient underwent surgery to irrigate the site and move the generator to a more medial location.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.